Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high pacing threshold on the left ventricular - lv lead during the implantation procedure. There was no change in the threshold value after the implanting physician attempted to move the lead to various positions. No replacement lv leads were available at the time. The physician removed the lv lead and ended the procedure. The patient's condition post-procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.